Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he was having high and low blood glucose issues, and is requesting a letter stating that too much insulin causes incoherence. His current blood glucose at the time of call was 436 mg/dl. He stated that a cop had pulled him over in (B)(6) and the cop thought he was drunk because he was having a low, and now they are trying to take his license. No products were returned and a belt clip was shipped to the customer due to his current one breaking.